Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the camera cart monitor would lose signal about every 10 minutes. The pcoip zero client was replaced. The system then passed the system checkout and was found to be fully functional. The pcoip zero client was returned to the manufacturer for analysis. Analysis found that the software rebooted multiple times and the issue was caused by a defective pcba. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the system was on for about 30 minutes, then in the span of 15 minutes, the camera cart disconnected and showed the pcoip splash screen three times. When testing the system later, after the system had been on for approximately two hours, the same issue occurred in which the pcoip splash screen appeared three times within 15 minutes. It was noted that each time the camera cart stays disconnected for about 20 seconds before connection is restored. This issue was noted by a manufacturer representative during servicing, and there was no patient involvement.